Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Additionally, the customer was using cold insulin and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.